Manufacturer narrative:
(B)(4) -one (1) device was received for the tip of the instrument broke off in the patient during a plastic surgery procedure. It was reported that a magnet was used to retrieve the broken piece out of the patient. There was no patient injury and the procedure was completed as planned. The device had a date code of b12 which was verified to have been manufactured june 20, 2012 under lot# 846372. Visual examination confirmed the reported issue. The device was visually examined by the lead manufacturing tech and quality engineer. It was observed that the broken area of the device was a clean break which was 3/4 of the tip broken off on one side of the device. There were multiple grooves/ tooling markings on the broken side which is indicative of self by the tooling markings which is not atypical of any adjustments made by carefusion. Any adjustments that may be required before release of the product are made with an aluminum block which is non abrasive to the device. In addition, the unbroken side of the device had similar tooling markings on it and was bent at least 3x where markings were. The gorney-adson, 1x2 teeth tissue forceps have extremely fine 1x2 teeth and are designed for secure handling of delicate tissue and suture. The root cause of the reported issue is customer damage. It appears the device was being used beyond its normal working limits and by self adjustments became compromised / weakened during use and reprocessing and eventual broke.

Event description:
Broken broke during a case: additional information received from the customer (B)(6) 2013. It was reported that the tip of the instrument broke off in the patient during a plastic surgery procedure (surgery unknown). A magnet was used to retrieve the broken piece out of the patient. There was no patient injury and the procedure was completed as planned.